Event description:
The surgeon was using two curved ultra fast-fix devices to complete an acl and meniscal repair. The first implant deployed without issue, however, upon the second implant failed to deploy. The first implant was then left in the patient unsupported. A back up device was on hand to complete the procedure. It is unknown how long of a surgical delay the issue created, however, no patient injuries or complications were reported as a result.

Manufacturer narrative:
(B)(4).